Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that +19.0 diopter lens model, za9003 monofocal intraocular lens (iol) was explanted from the patient's left eye (os). The reason for the explant was is unknown. No additional information was provided.

Manufacturer narrative:
Additional information: additional information indicated that there was no particular defect in the lens. That the lens was explanted because of instability in the eye from zonular abnormalities in the patient's lens zonules. The lens was removed and replaced with an anterior chamber lens. The product was discarded. (B)(6). Device evaluation: the lens was not returned to the manufacturer for evaluation as it was discarded by the account. Therefore, the product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no additional complaint was received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product quality deficiency. Corrected data: due to the new information received that the lens was removed and replaced due patient anatomy issues and not attributed to the lens itself. Therefore, no further information will be provided under this medwatch #2648035-2019-00408 as this complaint is no longer considered a reportable event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.